Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had lost a lot of weight and the electrode had a migrated from the weight loss. During a procedure to replaced the patient's pulse generator for battery depletion, the electrode was also explanted and replaced. There were no additional adverse patient effects.

Event description:
It was reported that the patient had lost a lot of weight and the electrode had a migrated from the weight loss. During a procedure to replaced the patient's pulse generator for battery depletion, the electrode was also explanted and replaced. There were no additional adverse patient effects.